Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection. It was further reported that vegitation was present on both the right atrial (ra) lead and right ventricular (rv) leads the device system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.